Event description:
A hospital in (B)(6) reported via our distributor that the plastic dome of an mr250 manual feed adult humidification chamber allegedly separated from its metal base. The hospital further reported that this occurred as the patient coughed and that there was a popping noise and water leakage as a result. The patient's blood oxygen saturation level dropped to 51%. The hospital also reported that they did not utilize a pressure relief valve in a set-up which should have included use of a pressure relief valve and that they understood that was the likely reason for the chamber separation.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare ('fph') is advised that the complaint mr250 chamber will not be returned for inspection. Our evaluation of the event is accordingly based on the incident description provided by the hospital and further clarification in respect of the circumstances surrounding the use of the chamber. Results: the hospital reported that the chamber dome separated from its base when it was used without a pressure relief valve in a set-up which should have included a pressure relief component. A lot check has revealed no other similar complaints. Conclusion: from the information provided by the hospital, it appears that a pressure relief device should have been used in the overall equipment set-up to prevent high internal pressures from building up. Although the actual delivered pressures at the time of the incident have not been verified, it is likely that the lack of a pressure relief device could have resulted in a buildup of internal pressure within the chamber dome, ultimately causing separation where a joint or seam is present. This is the first and only reported complaint of this nature involving the mr250 chamber we have received.